Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the implant was inside the shaft and connected to the core wire as received. No blood was on the device as received. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. Functional testing was performed by prepping the device. Water was pushed and pulled through the device valve with a connected syringe several times. Air bubbles were seen coming from the core wire handle sheath inside the wds sheath during the pull cycle and water was observed leaking around the base of the torque hub during the push cycle. The complaint device was sent to mtac for additional testing and imaging . The mtac results indicate a potential void between the proximal end of the core wire and the torque hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that air entered the device. During preparation for a left atrial appendage (laa) closure procedure, this 24mm watchman ® laa closure device & delivery system was selected. However, while they were rinsing the device, they noticed that it had sucked in air. Following the rinse with water, they determined that there was a small hole in the sheath about 5cm behind the shaft. Water sprayed out and air could be vacuumed. The procedure was completed with another of the same device. The patients current status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that air entered the device. During preparation for a left atrial appendage (laa) closure procedure, this 24 mm watchman ® laa closure device & delivery system was selected. However, while they were rinsing the device, they noticed that it had sucked in air. Following the rinse with water, they determined that there was a small hole in the sheath about 5cm behind the shaft. Water sprayed out and air could be vacuumed. The procedure was completed with another of the same device. The patients current status was fine.